Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image during the procedure.

Event description:
It was reported that there was foggy image during the procedure.

Manufacturer narrative:
Alleged failure: cib melia, onsite, foggy. The failure(s) identified in the investigation is consistent with the complaint record. Probable root causes are: amaged during shipping or sterilization. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.